Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results. The patient self tester and his wife reported the following results: (B)(6) 2016: inratio inr=6.8, repeat 5.9. (B)(6) 2016: inratio inr=7.5 x 2 and 6.8. The patient self tester was concerned about the unexpected high results; he stated this new shipment was the same strip code as the previous shipment. The doctor instructed the patient to hold his night dose on (B)(6) due to high inratio readings on that day. Therefore, no coumadin was taken after the readings from (B)(6) and before the readings on (B)(6). The patient self tester's therapeutic range is: 2.5-3.5. Patient self tester provided some previous inratio inr results: (B)(6) 2016: inratio inr=2.0. Some (B)(6) results were 1.9 and 2.3; no exact dates for those inratio results were provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer did not provide a comparative for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.